Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 for one week with blood glucose of 800 mg/dl. The customer treated with insulin drip during hospitalization. The customer stated that they ran out of insulin and could not remember due to dementia how to rewind the insulin pump and her blood glucose went up to 800 mg/dl which leads to hospitalization. The customer did not report rewind anomaly. The insulin pump will not be returned for analysis.